Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a3dr01 implantable pulse generator (B)(6) 2013; 5076-58 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt) and the battery depletion was more rapid than expected. At a device check a month post implant, the voltage was 3.05 volts with 9 years of expected longevity. Then a remote monitoring transmission check four months post implant the battery voltage showed 2.83 volts with an expected longevity of 9-16 months. Also, the right atrial (ra) lead had low impedance in the 200 ohms range, but it was stable. The right ventricular (rv) lead had small r-waves in bipolar so was programmed unipolar. The device was explanted and replaced. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.